Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: vamc3232c100tu; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On an unknown date in 2016, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: type 1a endoleak. No further information is available for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.